Event description:
A reddick-saye screw retractor kit was being used. The screw was placed into the gallbladder but came off the device sticking into the gallbladder. The gallbladder was removed with the screw intact.====================== health professional's impression======================it is unknown how this occurred. The device screwed into the gallbladder and the screw came off the stick. The procedure was accomplished. Laparoscopically, with no injury to the patient.